Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(4). It was reported that on 15 february 2024, a unknown amplatzer amulet delivery sheath was selected for procedure. Post-implant it was noted that the patient had been discharged home and had sneezed and the wound from their procedure began bleeding. The patient went to the emergency department, where they received a stitches at the incision.

Manufacturer narrative:
An event of bleeding on the wound site was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the issue was unrelated to the abbott devices. There was no issue or malfunction with any abbott device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause for the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a unknown amplatzer amulet delivery sheath was selected for procedure. Post-implant it was noted that the patient had been discharged home and had sneezed and the wound from their procedure began bleeding. The patient went to the emergency department, where they received a stitches at the incision. There was no reported malfunction with any abbott device.